Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 4.5 x 15 mm nc trek balloon catheter was prepped for use without issue. There was no resistance felt during sheath removal. The balloon was inflated to an unspecified pressure to be used for dilatation of the lesion, which was performed successfully; however, the balloon would not fully deflate. Attempts to fully deflate the balloon failed; therefore, the partially inflated balloon was removed from the patient along with the guiding catheter. As dilatation was successful there was no need to use another balloon. The procedure continued on successfully. No adverse patient effects or clinically significant delay in the procedure were reported.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.